Manufacturer narrative:
The reported event of no communication and no output was confirmed. Upon receipt, the device was unable to communicate due to low battery voltage from premature battery depletion, consistent with the reported events. A longevity calculation was performed and the battery depletion was premature based on default settings. No high current drain sources were found throughout the bench and environmental stress testing. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. Another programmer was used but was unsuccessful in interrogating the device. Upon review of the ECG, no pacing was noted. The patient was checked for 2 days, but the device still could not be interrogated. The device was explanted and replaced. The patient was stable.